Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-hell free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-hell free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced bladder prolapse ("bladder prolapse"), uterine prolapse ("uterus prolapse"), rectal prolapse ("rectal prolapse"), headache ("daily headaches"), fatigue ("lots of fatigue"), alopecia ("lots a lot of hair"), dyspareunia ("severe pain during sex"), amnesia ("memory loss"), coital bleeding ("sex regardless of what position we would try it was to painful severe bleeding") and adverse event ("I had so many of the same problems") and was found to have weight increased ("I gained over 45 lbs"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and adverse event outcome was unknown and the weight increased had not resolved. The reporter considered adverse event, alopecia, amnesia, bladder prolapse, coital bleeding, dyspareunia, fatigue, headache, medical device removal, rectal prolapse, uterine prolapse and weight increased to be related to essure. The reporter commented: reported stated that it is very hard to lose the weight gained under essure after removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New reporter added. Outcome to ¿I gained over 45 lbs¿ changed to not recovered. Reporter causality comment added. Event "I had so many of the same problems" was added. On (B)(6) 2020: fu 4 and fu5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-hell free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced bladder prolapse ("bladder prolapse"), uterine prolapse ("uterus prolapse"), rectal prolapse ("rectal prolapse"), headache ("daily headaches"), fatigue ("lots of fatigue"), alopecia ("lots a lot of hair"), dyspareunia ("severe pain during sex"), amnesia ("memory loss") and coital bleeding ("sex regardless of what position we would try it was to painful severe bleeding") and was found to have weight increased ("I gained over 45 lbs"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered alopecia, amnesia, bladder prolapse, coital bleeding, dyspareunia, fatigue, headache, medical device removal, rectal prolapse, uterine prolapse and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events bladder prolapse, uterus prolapse, rectal prolapse, daily headaches, lots of fatigue, lots a lot of hair, severe pain during sex, memory loss, (I gained over 45 lbs) weight gain, sex regardless of what position we would try it was to painful severe bleeding were added. Product start date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-hell free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.